Manufacturer narrative:
Product event summary: analysis found that the customer repaired the device themselves which caused the outside case and signal connector to be damaged. The price quotation for repair was rejected by the customer, so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output. The epg was returned for servicing. The event occurred during device setup, so there was no patient involvement.